Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will remain a non user of the device. No further treatment details will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified the recipient is experiencing difficulty with the device. The recipient is reportedly an inconsistent user of the device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.